Event description:
The jetstream g3 device was used to treat a 40cm in-stent restenosis (isr) lesion located in the proximal to distal superficial femoral artery (sfa). After one pass was made, resistance was felt. An attempt was made to remove the device using retraction mode. Once the device was off of the guidewire, it was noticed that the distal tip of the guidewire was detached. The distal tip of the guidewire was found to be in the proximal area of the stent in the occlusion. The physician decided to leave it in place since it was 100% occluded and will bypass in the future.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for eval. In-stent restenosis pts are listed as a special pt population (i.e. The safety and effectiveness of the jetstream g3 sys has not been established in this group of pts) in the IFU.